Event description:
Additional information received reported that the patient had the system explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not receiving effective therapy. They were working on getting an approval from his insurance company for an explant, however, it wasn't approved or scheduled yet.

Event description:
It was reported that the patient¿s leads migrated down 3 contacts after surgery. They confirmed this by x-ray at the post-op appointment. The patient was not getting stimulation in his back where he needed it, and he was just feeling it in his legs. It was later reported that the rep talked to the clinic and they were going to have the patient use the stimulator for 3 weeks and then have him follow-up with the clinic if he was not getting any relief in his back yet. They were going to consider referring him for a surgical paddle or trialing a pain pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).